Event description:
Information received from the manufacturer's representative reported that during the implant procedure when the patient's implantable neurostimulator ins was placed there was no stimulation. It was noted that upon opening the pocket site there was a pocket adaptor present. The representative had tried reprogramming with multiple contacts (0+1- and 0- 1- 2+3+) and reversing polarities up to 10.5 volts but the patient continued to feel no stimulation. Impedance testing at 0.7 volts had results with all contacts came back within normal values (values between 1000 to 2000 ohms). Impedance testing at 3.0 volts, referenced to electrode 0, the values were 1: 1280 ohms, 2: 2296 ohms, and 3: 3200 ohms. When referenced to electrode 1 the values were: 0: 1280 ohms, 2: 1452 ohms, and 3: 2491 ohms. Referenced to electrode 2, the values were 0: 2296 ohms, 1: 1452 ohms, and 3: 1543 ohms. Finally, when referenced to electrode 3 the values were 0: 3200 ohms, 1: 2491 ohms, and 2: 1543 ohms. Additional information reported that the representative tried fur ther reprogramming of the electrodes and, with the best configuration the patient was noting the stimulation "changes to feeling and then not feeling sensation follow up information received on (B)(6) 2016 from the manufacturer's representative reported that the impedances were normal. It was confirmed that the patient had no stimulation at their post-op appointment. A revision was to be scheduled". The indication for use for the new implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.